Manufacturer narrative:
The cl electrode lot number is bjl81 with an expiration date of 16-sep-2025. The field service representative found that the rinse tubing assembly was worn. He replaced the rinse tube assembly and performed tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable chloride electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial cl result was 89 mmol/l. The repeated result was 98 mmol/l. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because the customer questioned the na result.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.